Event description:
Surgeon needed a reduction clamp to anatomically reduce a distal radius fracture on (B)(6) 2022, however the mechanism on the clamp was loose and after a few moments the clamp let go. Therefore causing the fracture to lose reduction and forcing the surgeon to open another set and redo the temporary fixation of the fracture. Thus wasting or time. This complaint involves one (1) device reduction forceps with points ratchet 130mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.